Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the infusion set's tubing had detached at the quick release. The patient observed insulin coming out of the tubing about 10 hours after changing of the set. The issue occurred with two sets. No further information available.